Event description:
It was reported that the ilet user experienced recurrent low glucose and expressed concern that the system was not functioning as expected, with the user asserting that meal announcements were being made but not appearing on reports. The interaction focused on meal announcements, missed meal announcements, and user education, and the medical device problem was characterized as improper or incorrect procedure or method related to the user interface. Symptoms included hypoglycemia with a nadir of 53 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, in the context of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.